Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was fluid in the reservoir compartment. Customer's blood glucose was 500 mg/dl. Device passed the self test. Insulin was dripping out when the reservoir was removed from the device. Customer was advised that the insulin pump will be replaced. Customer will not be returning the reservoir for analysis.